Event description:
It was reported that during intra-aortic balloon (iab) therapy that the arterial pressure was unable to be read from the optical fiber. The hospital staff used a transducer instead to continue iabp therapy and observed a kink on the catheter. Therefore the arterial pressure signal was taken from a radial artery or other arteries and the iabp therapy was continued. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The returned sheath was not a maquet product. The extender tubing was also returned. The sheath was observed to be kinked on the tubing near the hub. However no kinks were observed on the iab catheter. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint# (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the arterial pressure was unable to be read from the optical fiber. The hospital staff used a transducer instead to continue iabp therapy and observed a kink on the catheter. Therefore the arterial pressure signal was taken from a radial artery or other arteries and the iabp therapy was continued. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the arterial pressure was unable to be read from the optical fiber. The hospital staff used a transducer instead to continue iabp therapy and observed a kink on the catheter. Therefore the arterial pressure signal was taken from a radial artery or other arteries and the iabp therapy was continued. There was no reported injury to the patient.